Event description:
It was reported that on (B)(6) 2023, three amplatzer septal occluders was chosen for implant with a 7f amplatzer trevisio intravascular delivery system (atv). During procedure, all the amplatzer septal occluders had a cobra deformation. The deformed device was never released from the delivery cable while inside the patient. There was no report of any angulation/kink noticed with the delivery system. A decision was made to replace the trevisio delivery system with a unknown abbott device and completed the procedure. There were no adverse patient effects and health impact.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from the field indicated that there was no anatomical interference, or any angulation or kink in the delivery system upon deployment and an 7f size delivery system was used. The cause of the reported device deformity could not be conclusively determined. There is no indication for a product quality issue with regards to manufacture, design, or labeling.na